Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned guidewire had a section of the polymer jacket detached. The section of polymer jacket was missing and not returned. Dimensional inspection was completed. The overall length and outer diameter of the distal, middle, and proximal sections were within specification.

Event description:
It was reported that the tip detached and remained in the patient. A 300cm v-14 control wire was selected for a procedure. During the procedure, the distal end of the wire tip detached inside the patient. The detached tip of the guidewire was left in the anterior tibial artery. A risk of embolization persists. The procedure was completed with a new guidewire device. No further complications were reported.

Event description:
It was reported that the tip detached and remained in the patient. A 300cm v-14 control wire was selected for a procedure. During the procedure, the distal end of the wire tip detached inside the patient. The detached tip of the guidewire was left in the anterior tibial artery. A risk of embolization persists. The procedure was completed with a new guidewire device. No further complications were reported.